Event description:
The customer reported via phone call that they had a battery out limit alarm with the insulin pump. Customer also reported observing a loose battery cap on their insulin pump. The customer also reported the insulin pump would periodically power off. The alarm history showed the customer received a low battery alert prior to the off no power alert. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.